Manufacturer narrative:
Phone number: (B)(6). Serial number cannot be confirmed.

Event description:
The customer reported that the blower did not rotate. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection the blower motor assembly revealed no signs of damage or contamination. The blower cap was opened ¿ no contamination was found inside and the blower wheel rotated freely. The blower was installed in an fi test ventilator. The air delivery / flow accuracy pv test (test #5) was successfully performed, the blower spun above 30,000 rpm and the ventilator delivered deliver breaths for at least one hour without errors occurring. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned blower was installed in an fi test ventilator. The air delivery / flow accuracy test was executed and passed. The blower reached its full speed and the ventilator was run for an hour at maximum ipap without errors occurring. No failure was found.